Event description:
It is reported that the patient was revised due to pain, a dislocated articular surface hinge post and inability to extend the knee.

Manufacturer narrative:
This report will be amended when our investigation is complete.